Event description:
Peripheral neuropathy of both hands and feet [neuropathy peripheral]. Irreparable damage to nervous system [nervous system disorder]. Unable to function due to pain in both hands and feet [pain in extremity]. Case description: a consumer reported that they, an adult male age unspecified, used fixodent denture adhesive, form/version unknown, unspecified total daily use for many years, and currently suffer peripheral neuropathy of both hands and feet; the zinc in fixodent has irreparably damaged his nervous system and he is unable to function due to the pain in both hands and feet. The consumer reported that he has been disabled 100% for the past several years, can no longer work, and has gone for up to 72 hours without meaningful sleep due to the pain. He mentioned that he is experiencing side effects of the medications he must take due to the damages caused by fixodent. Treatment: morphine 3 times daily, unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. G5: PMA/510(k) #k945200.